Event description:
Per the facility, MDR received by arjohuntleigh on 11/10/2011: "on (B)(6) 2011, while transferring pt from wheelchair to pedestal bath, pt began to exhibit spastic movements and the left leg clip unhooked from the lift. The pt fell out of the sling onto the floor causing an occipital laceration/contusion. Inspection of the sling clip revealed that the black plastic dots were missing from the sling clip."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR bhm medical, inc. (Registration#9681684). Please note that while this product is no longer manufactured, (B)(4). Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration # 9681684. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.